Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse was informed that the customer primed the fluids on the instrument and that its up and running. The instrument is functioning as intended. The most probable cause for this event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that they are experiencing imprecision on their aia-2000 results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, bhcg, fsh, pth and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.